Event description:
An endurant bifurcate stent graft was attempted to be implanted in the endovascular treatment of a 60mm ruptured aaa.  It was reported, that during the index procedure. An attempt was made to deliver the stent graft, but it could not be delivered to the correct location and was removed . As a result, the patient was converted to open repair. And subsequently expired.  Per the physician, the cause of the delivery issue was anatomy. As the patients blood vessels were twisted. The cause of death was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was confirmed the patient passed away the evening of the (B)(6) of (B)(6) 2024. The device was inspected and was noted as normal prior to insertion. No damage to the access vessels was caused during the insertion attempt. When asked if the endurants attempted delivery caused or contributed to the patient's death, it was said the attempted intervention wasted time and was ineffective and subsequently the patient expired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.